Event description:
It was reported that the pt has expired. The date of pt's death and implant duration are unk. It is unk if the death was device related. It was additionally reported that two other devices, model #3000tfx and model #4900, were implanted. Refer to MFR #2015691-2009-10003 and #2015691-2009-10004. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.